Manufacturer narrative:
The manufacturer previously reported a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The patient was admitted to the hospital for difficulty breathing and was placed on a ventilator. The patient cardiac arrested and expired. Corrected information : the manufacturer received a voluntary medwatch (mw5104117). The patient had vomit-illness, sepsis, stroke, heart failure, kidney failure, liver failure, brain dead, infections. This information was not provided in the initial report. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The patient was admitted to the hospital for difficulty breathing and was placed on a ventilator. The patient cardiac arrested and expired. Section e4 was previously incorrectly reported as unknown. See section e4 for updated information.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There patient was admitted to the hospital for difficulty breathing and was placed on a ventilator. The patient cardiac arrested and expired. The issue was reported to the FDA per 21cfr 806. The device will be corrected per res 88058.